Event description:
It was reported that externalized conductors and a decrease in high voltage lead impedance were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 7.0-8.0cm from the distal tip. Externalized conductors due to internal and external insulation abrasion were noted at 14.0-17.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 18.0-20.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.5-9.7cm from the distal tip. The etfe coating was abraded at this location.